Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 400 mg/dl at the time of the event and was treated with a manual injection and insulin pump. The customer experienced symptoms such as nausea, and abdominal pain. The customer was using the insulin pump system within 48 hours and auto mode/smart guard feature was active at the time of the high blood glucose event. Troubleshooting was performed and found that the customer got assistance with the pump programming and it was accurate. The customer performed a displacement test and self-test for the pump and the pump passed. No further patient complications were reported. The customer will discontinue the use of the insulin pump and the device will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black, case type = ngp. Customer returned pump for alleged possible under delivery anomaly and high bgs found on (B)(6) 2022. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed displacement accuracy test at 0.0877 inches. Test p-cap and reservoir locks properly into the reservoir compartment. No unexpected alerts, alarms, or anomalies noted during testing. Successfully downloaded pump history files and traces using thump and carelink and generated reports. In the pump history files found no unexpected alarms, alerts, or anomalies. The daily total of bolus insulin delivery is 100 u on the event date of (B)(6) 2022 at 00:00:00.000 and 84.05 u on (B)(6) 2022 at 00:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Possible under delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for high bgs. Moisture damage was confirmed found on the battery tube and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Health effect ¿ impact code has been updated and provided with this report in section h6. Health effect ¿ clinical code has been updated and provided with this report in section h6.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 398 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, headache. The customer was treated with manual injection and insulin pen. Customer did allege insulin pump was under delivering. The device was returned for analysis.